Event description:
A customer contacted baxter (B)(4), regarding an overfill event that occurred on the homechoice (hc) unit, during use, while the patient was connected, in fill 1. The fill volume (fv) equaled 1596 ml. The home patient (hp) stated she felt overfilled. The technical service representative (tsr) assisted the hp in a manual drain of 3657 ml. The initial drain volume (idv) equaled 0 ml, the therapy was tidal, the total volume (tv) equaled 9000 ml, the total time (tt) equaled 9 hours, the fill volume (fv) equaled 2000 ml, the tidal volume equaled 85%, the total ultra filtration (tuf) equaled 600 ml, the last fill volume (lfv) equaled 0 ml, the patient weight was (B)(6), the cycles equaled 5, the initial drain alarm (ida) equaled 0 ml, the cc equaled 36, and the last manual drain was no. The hp reported she felt fine and would continue with therapy. The tsr stated they would swap the machine. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient (hp), they stated she called baxter in (B)(4), about feeling overfilled and resolved the issue with the technical service representative (tsr). The hp stated she does not want the machine swapped. The hp is ok and has continued with therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for an iipv-adult was confirmed during the event history log and the root cause was determined to be insufficient drain- false empty detect at I-drain. This issue is being investigated through CAPA.